Event description:
Healthcare professional reported right side rupture, 'siliconoma', and capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
The events of capsular contracture, and siliconoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, 'siliconoma', and capsular contracture baker grade IV.